Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime as a result of a faulty force sensor. However, the device passed the displacement test and the 10 units delivery. The motor passed the motor test. The unit passed the operating currents. No low battery alarms noted.

Event description:
The customer reported that the insulin pump alarmed motor error for the past two weeks. The blood glucose at time of call was 239mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. The customer called back and stated that he continued having problems with the insulin pump and went to the emergency room. The customer stated that she is feeling better, but the insulin pump had several no delivery alarms. No further information was provided.